Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had inaccurate readings, a defective manometer, internal leakage, and a depleted battery. The product is available for repair. This was discovered prior to patient use and there was no patient harm. The reported product fault occurred during testing and no medical intervention was required.

Manufacturer narrative:
D9: date returned to mfg.: unknown d3: correction. H3 and h6. Codes: updated. Device evaluation: leaked due to disconnection at gas supply. Long continues flow (sometime stuck here) at a very low bpm for normal operating mode. Faulty functional switch module, frequency module, vrv, possibly demand valve faulty also. Rear case contaminated with blood require new patient valve, new casing. Failed relief valve and frequency and tidal volume performance tests. Unit beyond economic repair. Customer requests to return the device unrepaired.